Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing blood glucose levels in the 300's mg/dl. Reportedly, the contact believed the pump does not deliver insulin properly when the battery level reaches below 50% charge. Multiple follow-up attempts were made by tandem technical support to gather further information, however no response was received from the customer.